Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 16mm in length. The remaining intact portion of the probe measured approximately 3mm in length at the proximal end. An u509 error code was observed. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, no missing fragment, and no metal exposed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the device probe broke off and fell into the patient. A probe damage error messages was observed when the breakage occurred. At that time the generator settings were 3 cut/ 1 coag. The device fragment was retrieved with a grasper. There was no bleeding reported. The intended procedure was completed with a similar. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.